Event description:
A customer reported experiencing multiple intermittent occlusion alarms with their pump, specifically alarm 2 followed by alarm 26, which occurred frequently since the pump was acquired. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose levels, the customer administered correction boluses via the pump and correction injections manually. There was no assistance from a third party, and the customer resolved the issue variably by changing the infusion set and cartridge, and then resuming insulin delivery. Technical support requested the customer to call back during an active occlusion alarm for further troubleshooting.